Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown product type extension, ubd: asku, UDI#: asku. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) had not been charged for 12 months and would not restart at the time of report, despite a ¿considerable trickle charge time of approximately 53 hours.¿ a manufacturer representative met with the patient in late 2023 to counsel them on recharging their ¿flat¿ battery and the patient had been trickle charging for the past two weeks prior to report. It was also reported that ¿the patient¿s leads were too short to extend to the battery and this made the recharge process uncomfortable¿ and that a physician would ¿lengthen the extensions on the 21st of june.¿ it was stated that surgical intervention would occur at that time. Further details were requested regarding the extension lengthening procedure but have not yet been received. The issue remained unresolved at the time of report. No further complications were reported or anticipated.

Event description:
It was reported that the manufacturer representative (rep) and another rep were able to sit with the patient and restart the recharge process for the june 21st appointment. Regarding the report that the patient¿s ¿leads were too short to extend to the battery and this made the recharge process uncomfortable.¿, this issue was not mentioned during the recharge process. The ins was able to be restarted. No further actions or interventions have been scheduled or performed to address the issue and it is considered closed with patient satisfaction. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Correction: the extension is not a concomitant product for this event. Correction: based on additional information received, the event no longer meets the definition of a serious injury; however, the event is still a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.